Manufacturer narrative:
Based on the available information, the cause of the alleged incident of patient experienced ¿impending bleeding from pulmonary artery¿ was unable to be determined due to insufficient information provided from the article. Although, the article referenced the intra-operative complication of ¿inflammatory adhesion of hilar lymph nodes was found in the upper peribronchial lymph nodes (#12u) during a right upper lobectomy¿, it is unknown whether there was any medical or surgical intervention required to address the impending bleeding injury. In this case, it was unconfirmed as to whether a da vinci surgical system was involved in the reported event. Furthermore, there was insufficient information provided to determine that an isi product caused or contributed to the operative complication referenced in the article. System and instrument log reviews could not be performed as there was lack of product and procedure information. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: the patient experienced ¿impending bleeding from pulmonary artery.¿ in this case, the root cause of the reported adverse event remains unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Should additional information become available, a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On (B)(6) 2020, intuitive surgical, inc. (Isi) became aware of a ¿general thoracic and cardiovascular surgery¿ article titled, ¿intraoperative complications and troubles in robot assisted anatomical pulmonary resection¿ (ueno, h., watanabe, y., et al., 2020). Within the journal article, it was reported that during a da vinci-assisted anatomical pulmonary resection procedure, the patient experienced "impending bleeding from pulmonary artery". As a result, the case was converted to open surgery. Other complication information referenced in the article is as follows: inflammatory adhesion of hilar lymph nodes was found in the upper peribronchial lymph nodes (#12u) during a right upper lobectomy. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.